Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited post-paced t-wave oversensing. Programming changes were recommended. Device remains implanted.